Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration from the receiver that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. An internal inspection was performed and the inspection confirmed the reported event of intermittent vibration. The root cause was determined to be a defective vibrate motor.